Event description:
Customer called reporting high blood glucose levels when wearing his insulin pump. Last night, customer's blood glucose was 45 mg/dl. He drank oj and ate cottage cheese, an ice cream bar, and some nuts, and took three glucose tablets. His blood glucose rose to 90 mg/dl, but when he woke up the next day it was at 583 mg/dl. He treated with a twenty unit bolus from the device. He experienced thirst, dry mouth, and not feeling well. By the end of the call, customer's blood glucose was 380 mg/dl. The drive support cap appears normal. There was no air in the infusion set. Insulin exited during a manual prime. The alarm history shows several threshold suspend alarms. The device passed the high pressure test. Customer also mentioned issues with his sensors, but declined troubleshooting to focus on the insulin pump. He was advised to monitor the device and call when there are problems. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.